Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breach outer insulation degradation. No other anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.